Event description:
Hill-rom received a report from the account stating the left foot brake caster not holding. The bed was located at the account in the MRI building. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the brake caster out of adjustment. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech adjusted the brake casters to resolve the issue. Based on this info, no further action is required.